Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was on the site. The event occurred three or more hours after insertion. The insertion site was abdomen. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-16653), was submitted on 18-nov-2024. Upon completion of the investigation, the manufacturing date was updated as 21-dec-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010629 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010629 was manufactured according to the work instruction (wi) version 120 and manufactured in the line l3 on 21-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.